Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. A06325) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced polymenorrhoea ("menstrual periods every 2 weeks"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("discovery of deep endometriosis"), adenomyosis ("discovery of adenomyosis"), fatigue ("constant fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), menorrhagia ("haemorrhagic menstrual periods"), visual impairment ("visual disturbances"), amnesia ("memory loss"), ovarian cyst ("ovarian cyst") and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, endometriosis, adenomyosis, fatigue, alopecia, menorrhagia, visual impairment, amnesia, polymenorrhoea and ovarian cyst outcome was unknown and the arthralgia and headache had resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, alopecia, amnesia, arthralgia, endometriosis, fatigue, headache, menorrhagia, ovarian cyst, polymenorrhoea and visual impairment with essure. Diagnostic results: various blood tests: no explanation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.046 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: lot number: a06325 production date: may-2012 expiration date: may-2015. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She underwent hysterectomy and salpingectomy 4 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, the patient also had endometriosis, adenomyosis and ovarian cyst, all of which could be possible alternative explanations for the pain. However, a contributory role of essure cannot be totally ruled out. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. A06325) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced polymenorrhoea ("menstrual periods every 2 weeks"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("discovery of deep endometriosis"), adenomyosis ("discovery of adenomyosis"), fatigue ("constant fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), menorrhagia ("haemorrhagic menstrual periods"), visual impairment ("visual disturbances"), amnesia ("memory loss"), ovarian cyst ("ovarian cyst") and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy performed on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, endometriosis, adenomyosis, fatigue, alopecia, menorrhagia, visual impairment, amnesia, polymenorrhoea and ovarian cyst outcome was unknown and the arthralgia and headache had resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, alopecia, amnesia, arthralgia, endometriosis, fatigue, headache, menorrhagia, ovarian cyst, polymenorrhoea and visual impairment with essure. Diagnostic results: various blood tests: no explanation. Further company follow-up with the regulatory authority is not possible. This spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She underwent hysterectomy and salpingectomy 4 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, the patient also had endometriosis, adenomyosis and ovarian cyst, all of which could be possible alternative explanations for the pain. However, a contributory role of essure cannot be totally ruled out. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product technical analysis is expected.